Manufacturer narrative:
The mega suturecut needle driver instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. .

Event description:
On 07/17/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: mega suturecut needle driver had exposed wire at tip. Needle driver had 14 lives left. Instrument removed from field and replaced. Intuitive surgical inc., (isi) followed up with the site's robotics coordinator and obtained the following additional information: the robotics coordinator confirmed that there was no fragment fall inside of the patient's anatomy. The coordinator could neither remember the serial no of the instrument nor the event date. There was no patient injury. The site does not have da vinci 5 system.